Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 100-110mg/dl - fasting. Strip expiration date is 05/31/2018. Strips are stored correctly. Reviewed meter memory: a 91mg/dl, (B)(6)2015 09:29:00 am, fasting: yes. A 128mg/dl, (B)(6)2015 06:28:00 am, fasting: yes. A 316mg/dl, (B)(6)2015 09:29:00 am, fasting: yes. A 286mg/dl, (B)(6)2015 12:45:00 pm, fasting: yes. A 182mg/dl, (B)(6)2015 08:17:00 am, fasting: yes. Customer called and stated that she became concerned after receiving a 91 mg/dl at least two hours after eating breakfast. Customer did not administered medication between testing.